Event description:
Needle broke (medical device complication). Case description: this spontaneous case, reported by a medical doctor as "broken needle", concerns a female who was using a novofine 8mm (30g) (disposable needle) from 2005 and ongoing for diabetes mellitus type 2. On 24-apr-2006 the patient injected her insulin with a novomix 30 flexpen. The needle broke off and a part of it remained in her skin. The patient was sent to a surgery department and an x-ray was performed, in which the presence of the needle was confirmed. It was decided not to remove the needle, however. The patient was treated prophylactically with antibiotics (not specified). Reportedly the patient had contacted her doctor on seventeen days later. The patient had not noticed any sign of material weakness in the needle prior to its use. Reportedly, the patient had used the needle twice on the day of the event.

Manufacturer narrative:
Based on review of historical data from the past 24 months, the frequency and severity of the occurrence of broken needles is below the expected occurrence for this device. The product will not be returned for analysis. Since the product is not available for testing, the following investigations were performed: batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Reference sample from the batch in question: microscopic examinations performed. Needles tested for resistance to breakage. During testing it has not been possible to detect any irregularities on a reference sample from the batch in question. Comment: reporter causality: probable.